Event description:
During a preventive maintenance, physio-control observed that the customer's device would fail its user test and had logged an event code indicative for inoperative AED function. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the root cause of the reported issue was determined to be due to the leaky capacitor c160 on therapy pcb assembly.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During a preventive maintenance, physio-control observed that the customer's device would fail its user test and had logged an event code indicative for inoperative AED function. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient use associated with the reported event.